Event description:
Patient had a medtronic sextant screw inserted in 2008 for spinal surgery on the left side. In 2009, he had the same type of surgery on the right side of the spine. Between the surgery suite and a post-op x-ray taken in the radiology suite, one of the screws on the left side fractured without any reason identified for it for occur, upon investigation. Three days later, the patient was returned to surgery to replace the fractured screw on the left side. Dates of use: 2008 - 2009. Diagnosis: spondylolysis. Spinal stenosis.